Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis was not reported. The patient was treated with magnex (1 gram, intravenously, frequency not reported), reflin (1 gram, intraperitoneally (ip), frequency not reported) and fortum (1 gram, ip, frequency not reported) for peritonitis. At the time of the report the patient's recovery status was unknown. The action taken with dianeal therapy was unknown. No additional information is available.